Event description:
It was reported to philips that during an emergency procedure for a patient with subarachnoid hemorrhage and aneurysm, 3d rotation was unavailable for digital subtraction angiography (dsa). It was alleged that system resets and restarts caused approximately a 45-minute delay while the catheter remained in the vertebral artery. The report indicated that an injury occurred; however, no further details regarding the alleged injury have been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the user reported that a thrombus in the posterior cerebral artery was observed. Thrombectomy attempts were performed and medication with aggrastat were administered. Following the procedure, the patient required intensive care and was later reported to be undergoing rehabilitation. Based on the available information, it could not be determined whether the thrombus was related to the procedure or to the patient¿s underlying disease. A philips field service engineer (fse) inspected the system and performed log analysis. The logs showed repeated ¿warning: tube bodyguard active¿ messages and a ¿detector bodyguard override¿ entry during the relevant timeframe, meaning, the bodyguard collision protection was active and prevented confirmation of safepath, which is required to perform a 3d rotational scan. Although the 3d program can be selected, scan execution is blocked while bodyguard protection remains active. Bodyguard sensors on the tube and detector sides are designed to prevent potential collisions during system movement and require periodic calibration and clean sensor surfaces for proper operation. The condition that triggered the bodyguard activation could not be conclusively determined. Following the event, a bodyguard check and calibration were performed. After this action, the customer reported that the issue no longer occurred and that the 3d function operated normally. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.